Event description:
It was reported when using the pyxis medstation es system had drawer malfunction. The customer mentioned that the malfunction occurred during dispensing a medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the cracked cubie drawers. A field service engineer replaced the 6 cracked fascia legacy cubie drawers inorder to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.